Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 640 mg/dl and went to the ER for diabetic ketoacidosis; cause was unknown. Customer received a fluid drip and insulin to address bg level.